Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire received the suspected device and performed investigation. Despite many tests performed by the issue was still not reproducible. At this time, exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc.

Manufacturer narrative:
The customer reported that the device inspiration air output was approximately 39 degree celsius; and the technical support confirmed that this is not due to the device since an alarm would be triggered for occurrence of high temperature. Vyaire will be sending a new main electronics to the customer under warranty. Photos and video was provided by the customer, however log files is not available at this time. Investigation is ongoing. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that on bellavsita 1000e, a frozen screen occurred during ncpap therapy of a patient. It was accompanied by a loud buzzer alarm. The customer stated that the device ventilation continued, however the touch screen is unresponsive. As the end user was unable to operate the suspect device, the patient was disconnected and transferred to a backup ventilator. During the transition, the patient was manually ventilated. The customer confirmed that there was no patient harm or injury associated with the event.